Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 479 mg/dl. Customer reported fluid in the reservoir compartment. The customer reported leak in reservoir. Customer reported o-ring inside lip of reservoir compartment is not missing. The customer treated high blood glucose with insulin drip. The customer reported that self-test did not start. The insulin pump will not be returned for analysis. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per dop114-811 and es9041. Found reservoir no leakage anomaly when removing new lab plunger from stopper-plunger. Cannot performed manual test per dop114-811 appendix g to reservoir due to the reservoir's plunger not returned. Also inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir does not leak.